Event description:
The catheter broke into many pieces and the distal end was not retrievable and remains in pt.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for eval; however, photos were provided and based on the characteristics of the catheter pieces, they appear similar to a catheter crumble failure mode. A series of corrective actions have been put in place for this product line. Based on the lot number reported, this product was produced using the initial product improvement of a catheter guard. A second improvement occurred. The last two corrective actions were implemented subsequent to the MFR of the report lot in this incident. No similar customer complaints have been rec'd for product manufactured with the last two corrective actions.